Event description:
It was reported that during a procedure, the nurse noticed two small puncture holes in the inner sterile plastic bag that contains the tibial implant. They didn't feel safe using the implant as the sterility might be compromised. They change gloves and unwrap a new implant with no holes and completed the surgery without any complications. This incident is related to a malfunction that could potentially lead to a sterility issue or serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 - foreign: denmark. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The plastic pouch was returned and visually assessed. It was observed to have imperfections and is no longer vacuum sealed. The implant moves around freely inside the plastic pouch and this movement appears to have caused abrasion of the pouch from the rough, porous coating. Because there is no vacuum observed, it is evident that the pouch has been compromised. It should be noted that the cardboard box and blister were not returned for evaluation and so it was not possible to ascertain any level of damage to the outer packaging which might also have been present which might have enabled a root cause to be established. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.